Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the second spring coil was deformed and could not be fully retrieved into the microcatheter. It was noted that resistance was generated during the retrieval phase, and could not be retrieved completely.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within its protective tray. Visual inspection/damage location details: no device malfunction was reported for this device. The echelon-10 total length was measured to be ~155.9cm. The echelon-10 useable length was measured to be ~148.0cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip was found to be damaged. The distal marker band was found to be flattened. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed; water exited from the distal tip. One in house silverspeed-14 guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen; however, was unable to exit distal tip as it met resistance at flattened distal marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. It is likely the damage (distal marker band flattened) found with the returned echelon-10 micro catheter contributed to the reported resistance. Other possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of 145-5091-150, lotno:0229237913 as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within its protective tray. Visual inspection/damage location details: no device malfunction was reported for this device. The echelon-10 total length was measured to be ~155.9cm. The echelon-10 useable length was measured to be ~148.0cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The distal tip was found to be damaged. The distal marker band was found to be flattened. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed; water exited from the distal tip. One in house silverspeed-14 guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen; however, was unable to exit distal tip as it met resistance at flattened distal marker band. Conclusion: no device malfunction was reported for echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID apb-2-6-hx-es, (lot: 228045487); product type ; implant date n/a; explant date n/a, product ID apb-2-4-hx-es, (228781454); implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil failed to detach and had resistance during retrieval, and another coil encountered resistance in the sheath. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the anterior communicating artery segment with a max diameter of 6.84mm and a 3.13mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The access vessel was the femoral artery. It was reported that the 45° microcatheter echelon was shaped and placed in the middle of the aneurysm cavity. According to the size of the aneurysm, qc-6-20-3d-cn was used to form a hoop, and then apb-2-6-hx-es was selected for filling. The inner and outer packaging were intact, the spring coil was hydrated, the push resistance was too large, the spring coil could not be pushed out of the spring coil protective cover, so the spring coil of the same specification was replaced and filled smoothly. Once again, apb-2-4-hx-es was selected for filling, and the spring coil was filled smoothly. After many attempts, it still could not be detached. Ready to replace the spring coil, and found it difficult to retrieve the spring coil, so withdrew the microcatheter and replaced it. The microcatheter was in place, the new apb-2-4-hx-es was successfully filled, and the angiographic aneurysm was well embolized, so the operat ion was ended and completed successfully. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.